Event description:
Note: this report pertains to two devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01964, and 3005099803-2014-01965 for the associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, attempts made by the physician to deploy a band failed since the handle could not be turned. A second speedband device was used; however, the same problem was noticed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Reported event of bands failed to deploy. Reported event of handle broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The suture was broken with the proximal portion not returned. All seven bands were present on the ligator head; however, the first five blue bands were moved out of position. The ligator head teeth was found to be damaged. The trip wire had been cut with the proximal portion not returned. The trip wire was not secured in the handle assembly slot; however, the wire only revolved ½ of the spool. Additionally, the spool and handle bracket presented surface damage. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was confirmed; however, investigation did not confirm the reported failure of handle broken. It appears that the trip wire not properly secured during the procedure affect the deployment activity of the bands. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to two devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01964, and 3005099803-2014-01965 for the associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, attempts made by the physician to deploy a band failed since the handle could not be turned. A second speedband device was used; however, the same problem was noticed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.